Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. After evaluating the instrument and instrument data, the fse could not find any instrument malfunction. The fse performed preventive maintenance and a system decontamination with 0.1n sodium hydroxide. The fse then ran quality controls (qc) for the hcg assay and precision on samples from the patient the discordant result was obtained on. The qc were within range and the precision on the patient samples was acceptable. The cause of the discordant hcg result is unknown. The instrument is performing within specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on the immulite 2000 instrument. The initial, discordant result was reported to the physician(s), who questioned the result. The sample was rerun and a new sample was also run, and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant hcg result.